Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the touch screen was damaged. No patient or user harm was reported.

Manufacturer narrative:
Updated .